Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited an insulation anomaly. The lead was capped and replaced during a device changeout procedure. No patient symptoms were reported.